Manufacturer narrative:
Concomitant medical products: 1388t pacesetter lead, implanted (B)(6) 2001; 4968-60 lead, implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and r-wave double counting. Lead noise was observed. Reprogramming was performed. The lead remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.